Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent lasik was diagnosed with dry eye and blurry vision in the left eye, at the one week postoperative visit. Pt slept with left eye open to cause dryness. Symptoms resolved with artificial tears and gel at bedtime.